Event description:
Literature: deogaonkar a, avitsian r, jaimie m, et al. Venous air embolism during deep brain stimulation surgery in an awake supine pt. Stereotact funct neurosurg 2005;83:32-35. Summary: this article presents a study of a pt with parkinson's disease who experienced a venous air embolism while undergoing lead implant. Reportable event: two hours into the implant procedure the pt began to cough and becomes tachypneic. Simultaneously oxygen saturation dropped from 98% to 75% and a decrease in end tidal co2 from 38 to 11mm hg was also noted: the pt was placed in trendelenburg position and the operative field was flooded with antibiotic impregnated saline and burr holes and skill pin sites were sealed with born wax. Precordial doppler probe indicate the presence of a vae. Over the next 15-18 mins that pt was monitored and oxygen saturation, end tidal co2 and arterial blood gases returned to normal. Once pt stability was ensured the surgery was completed. The pt remained stable for the rest of the procedure and went on to achieve an excellent outcome with no adverse long-term sequela. Reference MFR report #2182207200906523.

Manufacturer narrative:
.